Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm. There was no harm to the patient reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer found the cause of the fault and it is finally determined that the alarm is caused by the failure of the valve group and the positive and negative pressure cylinders. It needs to be replaced before it can be used normally. He replaced spare parts of drive manifold assembly, pressure vacuum reservoir passed the self-inspection after replacement, and passed the specified test and safety test according to the factory's requirements it is confirmed that the function is normal and can be delivered for use. The defective components were received for further investigation. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: reservoir vacuum drive manifold these parts were received with reported unit failure message of pim leak tests failed and vacuum reservoir was faulty. Performed visual inspection of these parts received and all parts look to be in good condition. Installed the all parts into the cardiosave test fixture and tested together and separately to the factory specifications per and the cardiosave service manual.the failure analysis and testing department could not verify the failure message of pim leak tests and vacuum reservoir failed. Fat dept. Has chosen ¿not confirmed¿ root cause grid for both parts. Both parts passed testing. Retaining both parts in the fat dept. As per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received drive manifold with a reported unit failure of pim test failed. The failure analysis and testing dept. Performed a visual inspection of the drive manifold which included the inspection of all electrical wiring and components. The fat dept. Found all electrical wiring and components to be in good condition. The failure analysis and testing dept. Installed drive manifold into the cardiosave test fixture and tested the drive manifold to factory specifications per the cardiosave service manual part number. The drive manifold test was performed. The drive manifold passed the all manifold test. The fat dept. Could not replicate the failure of the pim test failing. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure. The most probable root cause according to the cardiosave dfmea and the supplier "asco" for the drive manifold failing the leak test could be related to wear and tear of the internal components, loose connections of the tube, fluid ingress, blood contamination, electrical connectivity issue on the solenoids, and or micro cracks in the body of the manifold.

Manufacturer narrative:
Due to character restrictions in address: economic and technological development zone due to character restrictions in telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm.